Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high/undefined impedance. The lead was suspect of a fracture. The lead was reprogrammed prior to lead revision. The lead was partially removed with the rest capped as it had broken during explant. A new lead was implanted. No patient complications have been reported as a result of this event.